Event description:
It was reported that the patient had 2 broken screws. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Analysis of the films found: lateral view of pedicle screw construct l3-s1. Degeneration spondy noted at l3/4, l4/5. Some lysis is noted around l3 and l4 screws suggesting loosening and rod seen broken between l3 and l4.